Event description:
Customer reported that as soon as a fluoro button is pushed and released, x-ray light stays one, and a "live" message appears. No pt injury was reported.

Manufacturer narrative:
Customer resolved the problem and cancelled call.